Event description:
Six screws used in lower back from l3-l5, both sides. Rptr is in constant pain and doesn't know if it is related to screws. Operation did not relieve pain. He has been in pain management therapy for the past 5 months.